Event description:
Biogel gloves were used during chest tube insertion with a kelly clamp. A piece of the glove (left index finger tip) tore and remained in the patient. Secondary surgery was required to retain the foreign body (torn piece of glove). No additional details are available at this time. Sample not available.